Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release. The pt stated that the battery cap was visibly damaged and could not be properly attached to the device. The pt also reported that due to the known damage he had taped the battery cap into place on the pump. The pump user guide structs the user to replace the battery cap a minimum of once a year, there is no indication that the battery cap was replaced by the user.

Event description:
It was reported that the pt was hospitalized for elevated blood glucose levels and dka.